Manufacturer narrative:
The site advised that the device is not available; therefore no evaluation of the graft was possible. (B)(4). Type of investigation: review of similar complaints of leakage for all gelsoft branded devices gave an occurrence rate of (B)(4). Type of investigation: the site advised that the extracted section of the gelsoft plus device is not available. Investigation findings- as no device identification information was made available, therefore, no evaluation of the retained manufacturing and quality records was possible. Investigation conclusions: the root cause of the reported defect could not be determined. Vascutek ltd. Considers this event as closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process, if an adverse trend develops action may be taken at that time.

Event description:
Vascutek ltd's distributor in (B)(4) advised that a clinician reported graft leakage on one of the limbs of the graft after >8 years of use (implanted in 2012). The leaking area of the limb was extracted and replaced with a gore manufactured graft. Patient is doing well and has recovered. This event has been reported as possibly device related.